Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2012. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the instrument jaws locked on tissue and were removed cutting around the tissue. There was no injury to the patient.